Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for incorrect additive amounts with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: root cause is human error. Tubes pass through gel dispenser twice and have a second fill of gel.

Event description:
It was reported that 17/200 tubes of bd vacutainer® brand sst ii advance tubes containing silica and gel, 3.5 ml had different amounts of gel. No injury or medical intervention reported.